Event description:
The pt experienced severe withdrawal symptoms from baclofen; the pt symptoms included headache, hypertonia, increased pain, nausea, pruritus, clonus, diaphoresis, and blotchy skin on the neck and face. The pt's dose was increased from 300 mcg to 370 mcg per day without any symptomatic relief. A catheter revision was done in 2009. It was noted that "the tin connector, the metal tin connector that attached the 7.6 cm sutureless connector to the one piece catheter had poked a hole through the catheter at the tin connector site and that fluid was leaking through there". The distal portion of the catheter was replaced. The catheter was primed and the pump was restarted at a lower infusion rate of 280 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
Catheter.